Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was a damaged cable due to user handling. As stated in the instructions for use, as a preventive measure: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. No image was displayed due to a faulty cable unit. In addition, a hairline crack was observed on the focus ring.

Event description:
A user facility reported to olympus that there was "no picture." There was no patient injury or harm, associated with the problem, reported to olympus.